Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) induced an arrhythmia. Electrogram (egm) print-outs suggest that atrial output was pacing into the ventricle. A guidant technical services consultant suspects that the associated nonguidant atrial lead had dislodged into the ventricle. The resulting ventricular tachycardia (vt) resolved on its own, without intervention. No adverse patient effects were reported.